Manufacturer narrative:
Analysis results: the supplier report indicated a valid subcomponent of the ac cord failure mode and test confirmation, it was suspected that the cut was due to external force.

Manufacturer narrative:
Date of event: the event date is approximate. The protective clean charger is an accessory to the protective clean power toothbrush system. Serial number information was not provided during complaint intake. Report source: complaint received from (B)(6).

Event description:
A consumer reported that the charger cable from their protective clean power toothbrush smoked and exploded. No injuries or property damaged were reported.

Manufacturer narrative:
A1: patient identifier is (B)(6). D4: the product serial number was identified and updated. H4: device manufacture date was identified and updated. Analysis results: the root cause of the customer's complaint was a burned charger cable.